Event description:
It was reported that patient had left knee revision due to instability.

Manufacturer narrative:
The lot code plka, is invalid. The sales rep indicated that there will be no further medical information or implants provided due to hospital and surgeon policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.